Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Allergic reactions are usually associated with replacement regimens that include blood components but they can also be caused by medicines or sterilization of disposable tubing with ethylene oxide (eto). Symptoms may include hives,burning eyes, and wheezing. Mild reactions can be treated with diphenhydramine administered through aniv. Per the customer, they will perform a saline rinse and will pre-medicate the patient with benadryl before the next procedure. Root cause: a definitive root cause for the patient's reaction could not be determined. The customer was not alleging a deficiency with the terumo bct product and the set was unavailable for analysis. Based on customer's statements about the allergic reaction and the literature review,possible causes for the patient's reaction include but are not limited to an allergy to replacement solution and/or patient sensitivity to eto.

Event description:
The customer reported that a patient had an allergic reaction during a therapeutic plasma exchange (tpe) procedure. During the procedure, the patient complained of difficulty breathing, itching, and developed redness in his eyes. Per physician's order, the patient was infused with benadryl and calcium via IV and was given oxygen (o2). The patient is reported instable condition. The customer declined to provide the patient identifier and age. The tpe set is not available for return because it was discarded by the customer.